Manufacturer narrative:
(B)(4). The device has not been returned. Should the device be returned, a supplemental report will be filed.

Event description:
According to the reporter, during a lung biopsy, the instrument did not fire. Removal of the device resulted in permanent tissue damage, tissue loss blood loss. The patient left the hospital with no complications.